Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that there was a keypad button response issue. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 08/31/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/05/2016 with the following findings: a visual inspection of the pump showed that there was no damage to the keypad. During testing, the ok and down arrow keypad buttons were unresponsive. The pump cover was opened and moisture damage was found on the keypad flex connector. The pump casing was observed to be cracked.